Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that ll vlv adpt(stand alone) was missing a component. The following information was provided by the initial reporter: when preparing to connect the patient with an indwelling needle to connect the needleless closed infusion connector, opened the needleless closed infusion connector and found that there is no pistonless inner core, which cannot be used, so it is replaced, which has not yet caused adverse consequences for the patient. Updates received from sales representatives on 2021-03-16 , event description updated as follows: when the nurse tore open the outer package of the infusion joint, she found that the joint was missing a blue piston. The nurse on duty did not take photos and the product was disposed.

Manufacturer narrative:
H6: investigation summary: a 2000e china sample was not available for investigation of this feedback; however the customer indicates that the piston component was missing from the smartsite when it was removed from the sealed packaging. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the customer's experience could not be determined in this instance, the manufacturing site confirmed that the smartsite component is assembled in an automatic assembly machine that is capable of detected any misassembled components and automatically rejecting them to ensure that they do not continue on to subsequent assembly steps. A review of the production records for lot 19095978 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. H3 other text : see h10.

Event description:
It was reported that ll vlv adpt(stand alone) was missing a component. The following information was provided by the initial reporter: when preparing to connect the patient with an indwelling needle to connect the needleless closed infusion connector, opened the needleless closed infusion connector and found that there is no pistonless inner core, which cannot be used, so it is replaced, which has not yet caused adverse consequences for the patient. Updates received from sales representatives on 2021-03-16 , event description updated as follows: when the nurse tore open the outer package of the infusion joint, she found that the joint was missing a blue piston. The nurse on duty did not take photos and the product was disposed.